Event description:
It was reported that when stim was on at an effective level, the patient felt vibration across her where the lead wires were 'running.' She tried to lower the stim but was still uncomfortable. She had symptoms of loss of bladder control and her urgency returned when she turned her stim down. The patient stated when she stood, sat, or was in a comfortable position her stimulation changes. The symptoms occurred following an unrelated medical procedure. She had infusions on (B)(6) at 2 per day. She was swollen from the infusions, mainly in her legs and ankles. The patient did turn her stim off before the procedure on (B)(6) and turned stim back on (B)(6) when the swelling went down. After the "liquid" was out of her body, she adjusted her stim to 90, then 165, then 150 which was stable for her but she still felt the vibration. The patient stated that the manufacturer representative changed her to program 3 which was working well. The patient did not try any other program other than program 3 at 1.45. After troubleshooting, she changed to program 4 at 0.25 and stated she would wait to see how that worked for her. The patient outcome was undetermined at the time of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v705285, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).